Manufacturer narrative:
(B)(4). This device is not sold in the us. The most similar 510k number has been provided. It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after six days a microsensor gave inaccurate readings. It was removed and monitoring was discontinued. There were no reports of delays or patient harm.

Manufacturer narrative:
The sensor was returned for evaluation. It was found that the internal wires were broken inside the catheter at the connector. The catheter material was mashed at the connector, with a tear at the strain relief. The catheter material was kinked 7.5 cm & 34 cm from the tip. Due to the condition of the device, no functional testing was possible. A review of quality record found that the sensor met all manufacturing and quality testing/inspection specification prior to distribution. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.